Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that swap pedal failed not work on the surgeon side console (ssc). Site used a backup ssc to continue with the procedure. The procedure was completing as planned with no reported injury.